Event description:
Caller states that during a correlation study, the following coaguchek xs/laboratory results were obtained: 5.0 inr/3.8 inr. 3.7 inr/2.7 inr. 4.7 inr/3.6 inr. 3.7 inr/2.8 inr. 3.8 inr/2.9 inr. 4.0 inr/3.0 inr. 4.7 inr/3.6 inr. 2.4 inr/1.9 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
No patient information provided.